Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter first & last name: unknown/information not provided. Section e1: email address: unknown/information not provided. (B)(6). Section e2: healthcare professional: unknown/ not provided section e3: occupation: unknown/ not provided section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was lens damaged during the implantation of preloaded aspheric single-piece acrylic intraocular lens and the use was immediately stopped and a new intraocular lens was replaced. The intraocular lens was successfully implanted without damage to the patient. There was no delay in treatment or other interventions performed. No further information was provided.